Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and a21 error test. No motor error alarm noted and the motor was tested outside of the device and passed. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no off no power anomaly noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and cracked case near the display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while sleeping. Customer's blood glucose was 419 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed off no power in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.